Event description:
During post dilatation of a stent the ptca balloon burst at 8 atm (8atm below burst rate). No pt injury or complication occurred and no intervention was required. During product evaluation a jetstream leak was detected. Although no jetstream leak was reported during the event and no pt complications or intervention occurred, such a leak may cause an adverse event if it were to recur. Note: two devices with the same lot, 70102c2, were involved in this case. Reference 2083093-1997-00010.